Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured during filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
Customer's neighbor reported customer received a reading of 343 mg/dl from her freestyle freedom meter which was higher when compared to a hcp meter (40 mg/dl). Customer's neighbor also reported customer may have taken extra dosage of her insulin medication according to the reading received. Customer's neighbor further reported customer was found unconscious and having a seizure at customer's home. Paramedics were called and they treated customer with IV and glucose gel. Customer was then taken to a health care facility where she was diagnosed with severe hypoglycemia but the treatment is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.